Manufacturer narrative:
Sample device evaluation is in progress. A follow-up report with additional information will be provided by 1/27/2020.

Manufacturer narrative:
An evaluation of the returned sample device was performed. The investigation was limited since the cartridge, deliver catheter sheath, dilator or pusher were not returned with the unloaded filter. The filter was placed in warm water and the legs uncrossed within 5 seconds. The device analysis could not duplicate the issue experienced by customer. No further analysis could be conducted and no root cause could be conclusively determined. If additional information is provided in the future, the issue will be re-evaluated as needed.

Manufacturer narrative:
Sample device was received for evaluation by the manufacturer on 12/20/2019, then sent out for sterilization and returned on 01/02/2020. The complaint is currently being investigated. Follow-up report with additional information will be provided by 01/17/2020.

Event description:
The option elite filter legs deployed unevenly and a couple of the legs were tangled. Used a snare to remove both filters. Only the filters are being send back.